Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped, and subsequently intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer's blood glucose level was 158 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.